Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the por had been reset by their healthcare provider and was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was a power on reset (por) message seen. Patient mentioned having a revision the day prior and was not turning stimulation back on but saw the por. Patient was advised to follow up with the healthcare professional (hcp) to clear the por. Patient stated that will see hcp on (B)(6) 2018. No further complications were reported.